Event description:
The distributor reported they identified a hole in the tyvek of the pouch during their initial inspection of received product. The device was not sent to a user facility.

Manufacturer narrative:
Device eval: the eval has not been completed. A f/u report will be submitted when the eval has been completed.